Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jan-2012) is considered to be a best estimate. This emdr represents the bard perfix plug light (device 2). An additional supplemental emdr was submitted to represent the bard ventrio mesh (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: (B)(6) 2010 - patient was diagnosed with umbilical hernia thereby underwent open repair with the implant of ventrio mesh (device 1). Per operative notes, ¿hernia sac was dissected out. A ventrio mesh (device 1) was placed into the abdominal wall and secure it with suture.¿ (B)(6) 2012 - patient was diagnosed with right indirect inguinal hernia thereby underwent open repair with explant of perfix plug light mesh (device #2). Per operative notes, ¿hernia sac was dissected out. A perfix light plug mesh (device 2) was placed into the preperitoneal space and secure it with suture.¿ (B)(6) 2014 - patient was diagnosed with recurrent right inguinal hernia, pain, adhesion thereby underwent laparoscopic repair with explant of perfix plug light mesh (device 2) and implant of one physio mesh. Per operative notes, ¿hernia sac was dissected out. Perfix plug light mesh (device 2) was removed totally. One physio mesh was placed into the inguinal side and secure it with suture.¿